Event description:
Post surgical circulatory support was initiated on august 4,1997. Blood leakage was found at base of outlet port on august 7, 1997. The clinician attempted to stop leakage by adding a tyrap to the nozzle. Leakage did not stop. The device was replaced with another bio-pump to continue with no effect to the patient. The patient expired on august 13, 1997. However, the occurrence was unrelated to the incident.